Event description:
It was reported that the bd¿ oral dispensing syringe plunger was difficult to move while administering midazolam. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from spanish: "we have received a complaint about syringes in which they claim that the product gets stuck, suddenly popping out, even choking the patient a little from the pulse: "we had an incident (B)(6) 2023 where a member of staff had to administer midazolam 7.5mg pre-filled syringe and found the syringe to be really stiff, so when pressure applied the entire dose shot out really quickly causing patient to choke a bit on it. Guidance they follow, where possible, is to split the dose between each side of the mouth but unable to do when the dose comes out the syringe in this way. Two other nurses have had similar experiences recently so just checking if the syringes used have changed at all. Info received: "the sample contains narcotics, so it is not possible to receive it...the description we have received of the complaint is from use, as if the product is stuck on its way out."

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The photo shows a tube labeled with ¿midazolam¿ and 3ml amber oral syringe with tip cap inside of a tube. No visible defects could be seen from the photo provided. A device history record review was completed for provided lot number 0272351. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ oral dispensing syringe plunger was difficult to move while administering midazolam. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter, translated from spanish: "we have received a complaint about syringes in which they claim that the product gets stuck, suddenly popping out, even choking the patient a little from the pulse: "we had an incident (B)(6) 2023 where a member of staff had to administer midazolam 7.5mg pre-filled syringe and found the syringe to be really stiff, so when pressure applied the entire dose shot out really quickly causing patient to choke a bit on it. Guidance they follow, where possible, is to split the dose between each side of the mouth but unable to do when the dose comes out the syringe in this way. Two other nurses have had similar experiences recently so just checking if the syringes used have changed at all. Info received: "the sample contains narcotics, so it is not possible to receive it the description we have received of the complaint is from use, as if the product is stuck on its way out".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: na . H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.